Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was being used with the sensor at the time of the reported event was returned on (B)(4) 2014. The receiver was visually inspected and no defects were found. The root cause was determined to be a defective lithium ion battery.